Event description:
It was reported that during preparation for a coronary stenting procedure, a tip detachment occurred. This 3.00x38mm promus element stent delivery system was selected. This stent was introduced several times into the introducer sheath, trying to position it at the lesion, but the device could not be advanced into the artery. The further reported that the various attempts caused the detachment of part of the stent (distal) to the balloon. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable. Additional information has been requested and is not available.

Event description:
It was reported that during preparation for a coronary stenting procedure, a tip detachment occurred. This 3.00x38mm promus element stent delivery system was selected. This stent was introduced several times into the introducer sheath, trying to position it at the lesion, but the device could not be advanced into the artery. The further reported that the various attempts caused the detachment of part of the stent (distal) to the balloon. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed distal stent damage. The struts on first row on the distal end of the stent were bent forward towards the tip. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. Visual examination of the tip noted the tip was slightly flared. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).